Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the mlx 300w xenon lightsource was received in used condition. Evaluation of the lightsource found that the heated mirror inside the unit was damaged and is the reason for the melting of the fiber cables. In addition, the unit failed lamp hours over 1000 hours and the power button, power entry module and top trim were damaged. The mirror, lamp, power button, power entry module and top trim have been replaced to correct these issues. The reported complaint is confirmed. It was identified that the heated mirror inside the unit was damaged most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was overheating and melting the fiber cable end connector that attaches to the light source. It was reported that it can be seen where the wolf port became discolored from heat. It is unknown under what circumstance this evet occurred; however. No patient injury or surgical delay was reported.